Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (1 gram intraperitoneally every four days for four weeks) for the event. Treatment is ongoing. At the time of this report, the patient was recovering from the peritonitis and had been retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.